Event description:
Medtronic received information indicating that when retrieving this arterial cannula from the aorta at the end of a procedure, the tip of the device was found to be missing. The patient was reported to be doing fine, however, they were unsure if the tip of the device was left in the patient or somewhere else (operating field). The device was expected to be returned for analysis.

Manufacturer narrative:
The manufacturer name and address provided on the initial medwatch report were incorrect. The correct information is provided on this report. Medtronic completed a thorough investigation which determined that the missing piece of the cannula tip was caused by a variation in the manufacturing process. Insufficient material was injected into the mold to form the complete tip. Therefore, the tip was never fully formed. This confirms that the piece of the cannula tip was missing prior to the procedure and therefore, no piece was left inside the patient. A corrective and preventative action has been implemented at the contract manufacturer to stress the significance of inspecting parts during assembly to avoid this issue in the future. This is considered an isolated event. Medtronic will continue to monitor for similar events. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed a piece of the tip was missing. Due to the receipt condition of the product, performance analysis was unable to be performed. Conclusion: analysis confirmed the reported clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. In addition, retains from the affected lot were reviewed and all cannulae had a blue tip firmly adhered to the distal tip of the device. (B)(6). (B)(4).

Manufacturer narrative:
The product has not been received. The device history record has been requested from the contract manufacturer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.